Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the exalt scope lost visualization approximately 2-3 minutes into the procedure. Reportedly, a gray screen with three white squares appeared when the image was lost. The ercp scope error screen also appeared, showing a picture of the exalt scope. Additionally, a guidewire and sphincterotome were being used when the visualization issue occurred. The physician attempted to unplug the exalt scope and plug it back in to restore the image; however, the problem persisted. The procedure was completed with another exalt scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3001 captures the reportable event of loss of visualization inside the patient. Block h10: the exalt model d single-use duodenoscope was received for analysis. The device was plugged into the exalt controller and a live image appeared. The tip was articulated and the device lost image. Upon disassembly of the device it was found that the articulation joint was not secured to shaft and it can rotate. The articulation joint was not detached. Additionally, it was found that the camera wire was damaged near the distal tip. Based on the available information, the reported image loss was likely related to a problem with the camera wire. Therefore the conclusion code selected for this event is cause traced to component failure. An investigation is in place to address the loss of visualization problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: correction to block d3 (manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the exalt scope lost visualization approximately 2-3 minutes into the procedure. Reportedly, a gray screen with three white squares appeared when the image was lost. The ercp scope error screen also appeared, showing a picture of the exalt scope. Additionally, a guidewire and sphincterotome were being used when the visualization issue occurred. The physician attempted to unplug the exalt scope and plug it back in to restore the image; however, the problem persisted. The procedure was completed with another exalt scope. There were no patient complications reported as a result of this event.